Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. The patient described the area as stinging, burning, bleeding broken skin around most of the patch area. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the skin irritation. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.